Event description:
An o.r. Employee received a bloodborne pathogen contamination today during a total hip procedure. They were wearing eye protection glasses with the depuy logo and blood spurted over the top of the glasses and down into their eyes.